Event description:
Information received by medtronic indicated that the insulin pump battery lasts only two days. Customer inserted new battery and restarted the insulin pump. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2021 customer alleged pump receiving low battery alerts and battery lasting less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, active current measurement, and self test. However, unit received with unexpected battery power loss and had high sleep current. In addition, low battery alerts noted in the pump history on (B)(6) 2021 at 5:18am and on (B)(6) 2021 at 2:51am. Therefore, battery change occurred in less than 1 week. After cutting pump open, moisture damage noted in pcb 1. In summary customer alleging low battery alerts was confirmed in the pump history and during testing when sleep current measurement failed. Sleep current measurement failed due to moisture damage in pcb 1. After swapping pcb 1 with a test board, sleep current measurement passed. In addition pump history confirmed battery lasting less than 1 week.